Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated probably monday, the ins site began getting sore to the touch. The patient stated she thought maybe it was because she was going a lot of sitting, stating the ins site was sore, but if she rubbed or itched the ins site the pain was ridiculous. The patient stated the ins site is so painful to the touch and it's never hurt before. The patient was asked about falls/trauma, and the patient mentioned she had a fall in the bathtub 2-3 months ago and the patient did hit it regarding their ins site, but confirmed the pain only began this week. It was recommended that the patient follow up with their healthcare provider (hcp) to assess the ins site. The patient stated she tried calling the implanting hcp, but cannot get through to this office. The patient stated she switched pain management hcps, but has not yet tried calling the new pain management. The patient stated she will follow up with her pain management hcp. No further complications were reported. No additional patient symptoms were report ed. Additional information was received from the manufacturer representative (rep). Manufacturer representative (rep) reported that the patient was in overdischarge due to patient compliance. The rep would be seeing the patient in office (B)(6) 2020. Patient reported that she lost her charger in june and had to pay for a replacement and things went from worst to worst. Additionally, patient noted that her battery pack rises up outside of skin and is painful when she sits. The patient was tearful and indicated that they cannot live like this. Patient said now she has this protruding device in her body, for months using pain killers, rubbing with pain, going to hcp, getting shots, it was infected. Patient said she recently just came off of heavy antibiotics and steroids. Patient said that at the battery site it was hot, puffy, and swollen. The swelling was going down.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient was seen by a doctor with a rep present. The doctor examined and scheduled the patient for a replacement on(B)(6) 2020. No known factors that may have led to or contributed to the issue were reported. The cause of the event was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.